Event description:
Patient with history of hypertension and new onset chest pain at rest was admitted for a cardiac catheterization with stenting. Stent with implementation but after deployment, there was difficulty retrieving the balloon system as it was locked on the guidewire of the synergy xd everolimus-eluting platinum chromium coronary stent system. Deployment balloon unraveled near guidewire exit. No known harm to patient.